Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a suture retrieval issue. Analysis of the returned device found a cuff tab detachment which was not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that closure of two separate access sites was attempted with three prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, while attempting deployment, a suture break occurred with all three prostyle devices. The sutures of four additional prostyle devices (two at each site) were successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.